Manufacturer narrative:
(B)(6). Patient code: no known impact or consequence to patient (B)(4); device code: device operates differently than expected (B)(4). The device has not been returned. Therefore, no product analysis has been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
A nurse from the facility called medtronic technical services to report the doctor was unable to stimulate using the device during a case. The nurse began troubleshooting with technical services. A dead battery was suspected. Another device was opened and the issue persisted. The nurse indicated that parts on the shelf are used very in frequently and the device may have been old. User error may have also been the cause. There was no injury reported as a result of this event and no delay to the case. Requests for additional information have been made with no response received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.